Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a triple valve repair there was high impedance on the right atrial (ra) lead and the lead switched to unipolar configuration. The lead was reprogrammed back to bipolar configuration and remains in use. It was further reported that there was oversensing on the implantable pulse generator (ipg) related to the valve repair procedure. The ipg remains in use. No patient complications have been reported as a result of this event.